Manufacturer narrative:
The device was manufactured march 06, 2019 - march 07, 2019. The device was received for evaluation with open packaging. Unaided visual inspection was performed which observed a yellow residue on the fill port connector thread area. Visual inspection with magnification was performed which revealed the residue was not inside the fluid pathway. The residue was not embedded as the residue was partially removed by using tap water. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a build-up of an unknown substance observed on a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.